Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl). The pod was leaking while worn for between 49 and 71 hours. When removed from the infusion site (back), the pod's cannula was found bent. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.